Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for hypoglycemia, with blood glucose of 20 mg/dl. The customer stated that she has been having some trouble with low blood glucose levels. The customer was assisted in changing her basal rates according to her doctor's request. It was found that the customer had incorrectly been using military time, which made the insulin pump off by twelve hours. Nothing further was reported.